Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the voltage was adjusted on the control panel processor printed circuit board to ground 5.00 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a workstation unable to communicate with generator error message, shut down and displayed a message to reboot. No pt injury was reported.